Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-15073. It was reported that noise oversensing was noted on the patient's right ventricular (rv) lead and device. P-wave oversensing was suspected as well. No changes or intervention was reported. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes a re-occurrence of noise on the rv lead and device.